Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: broad complex tachycardia in a patient with a pacemaker: what is the mechanism? Heartrhythm case reports. 2018; 4(6):232-236. Doi: 10.1016/j.hrcr.2018.02.005. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding an implantable pulse generator (ipg). The article reports the patient presented to the hospital with syncope and broad complex tachycardia. The patient required electrical cardioversion. During follow up, the patient continued to have recurrent atrial arrhythmias with rapid ventricular response despite optimized medical therapy. It was determined that the ipg exhibited "functional" atrial undersensing resulting in atrial signals being detected but not sensed due to the refractory period. This leads to discrimination issues between supra ventricular tachycardia (svt) and ventricular tachycardia (vt). It was noted that the patient received an atrioventricular node ablation. No further patient complications have been reported as a result of this event.